Manufacturer narrative:
The returned teligen device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported via latitude (remote monitoring system) that the battery longevity of this device decreased from 2 years remaining to elective replacement time (eri). A boston scientific technical services consultant reviewed device data, and confirmed premature battery depletion. Due to this anomaly, device replacement, and return for detailed analysis was recommended. Subsequently, this device was explanted and replaced, and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported via latitude (remote monitoring system) that the battery longevity of this device decreased from 2 years remaining to elective replacement time (eri). A boston scientific technical services consultant reviewed device data, and confirmed premature battery depletion. Due to this anomaly, device replacement, and return for detailed analysis was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.